Manufacturer narrative:
Device was received without any telemetry. Visual inspection found the device with a broken header which is consistent with explant damage. Longevity assessment was performed, and device displayed normal battery depletion. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
Correction: h3-corrected from "not returned to manufacturer" to "no-device evaluation anticipated, but not yet begun (02)."

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for insertable cardiac monitor (icm) explant due to end-of-life (eol). When the physician pulled on the device via the header with forceps, the header popped off the body of the device. The physician was able to grab the body of the icm and completely explant the device. The physician visually inspected the pocket to make sure there was not any debris still in the pocket from the device coming apart at the header. There wasn't any that the physician could see. The patient was fine pre, during, and post procedure.